Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device aborted charge due to possible output circuit damage. Patient expired.

Event description:
The patient had a mr exam. She was scanned in the head first supine position with the four channel shoulder coil. Her right arm was at her side. Within 48 hours after the examination a large 2nd to 3rd degree burn was found on her inner forearm near the elbow. The interface box was directly in contact with the pt's arm during the examination.

Manufacturer narrative:
Visual examination of the lead found an insulation abrasion at 17.3 - 18.6 cm from the connector end, consistent with that produced by friction with the ICD can. Further analysis revealed that one of the two rv cables was fractured and at the abrasion site, 18.2 cm from the connector end. The condition is consistent with that of arcing to the ICD can.